Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis and closure in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy from the catheter. The physician attempted to open and close the handle to push the clip off the catheter and maneuver the catheter back and forth. The clip eventually released from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.